Event description:
Per the report received from united kingdom, edwards received notification of a pascal precision ace procedure in the tricuspid position where two devices were implanted. During the procedure, there was a single leaflet device attachment (slda) with the second device. The baseline tricuspid regurgitation (tr) was torrential. The grasping position for both devices were posterior-septal. Second device was challenging to image but the grasp appeared good and all the required echocardiographic checks demonstrated a good grasp and a stable device prior to release. However, a slda was noticed in the second pascal device. The tricuspid regurgitation (tr) grade at the time of the slda happened was moderate and severe post-procedure. No actions were taken. The patient's final outcome was stable condition.

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted; the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigation conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. One nonconformances was found involving the work order, however it is not related to the complaint event. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra procedure was confirmed with empirical evidence based on information provided. Available information suggests patient conditions and imaging related factors likely contribute to the event. As per information provided, the patient had a massive secondary tricuspid regurgitation (tr).the imaging was challenging and patient had dense chords affecting grasping zone. Two devices were implanted in p/s position, and the second implant suffered an slda. As described, the second device was challenging to image, but the available imaging showed good grasping prior to deployment. Since no edwards defect was identified, corrective or preventative actions are not required.